Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: g3 - date received by MFR. H2 - if follow-up, what type? H3 - device evaluated by MFR? H6 - adverse event problem: b-type of investigation, c-investigation findings, d-investigation conclusions. H11 - additional MFR narrative. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference medwatch mw5184977, mw5184978, mw5184979, mw5184980, mw5184982. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer would replace the device each time. The customer was successfully contacted, and there were no adverse events or third-party treatment provided. Based on the information provided, there was no report of serious injury associated with this event.